Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir has air bubbles. The customers blood glucose level was 250 mg/dl at the time of incident. The customer stated that the air bubbles are near o-rings, but leak only past first o-ring. The reservoir will not be returned for analysis.